Event description:
It was reported that four pts presented with possible symptoms of toxic anterior segment syndrome (tass) after implantation of akreos mics. Additional information (including lot numbers) was requested but no new information has been received. Reference MDR# 1119279-2012-00192 for the viscoelastic.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.